Event description:
Overdelivery reported: the pump was programmed to infuse 100.0ml bleomycin at 4.0ml/hr. The chemo bag was hung between 1500 and 1530. It was reported that at 0600, the bag was almost empty with only approx 5.0ml remaining. The physician was notified and gave orders to reduce the rate to 1.0ml/hr for the remaining 5.0ml. Normal saline was hung after the remaining 5.0ml infused. Bleomycin was restarted at the scheduled container change time. The physician stated "there will be no long range effects from this incident." No other medical interventions were ordered. There was no pt harm reported. Though requested, there was no add'l info available.